Event description:
Same case as MDR: 2134265-2015-01946. (B)(4). It was reported that death occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 95% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 16.00 mm and 2.50 x 16.00 mm promus element¿ plus stents in an overlapping manner. Following post dilation, residual stenosis was 0%. Seven days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired at home with unknown cause of death.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
(B)(4).